Event description:
It was reported the patient lost therapeutic effect. It was noted that an increase in output was observed in the patient's voiding diary. It is unknown if the two implantable neurostimulators (ins) were on or off. It was also reported that the patient was unable to adjust stimulation. The patient did not know of any pocket movement or anything of the sort. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2012-08453 for the other ins.

Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, product type: programmer. Product ID: neu_unknown_lead, serial# unknown, implanted: unknown, product type: lead. Concomitant system: product ID: 3093-28, lot# v330675, implanted: (B)(6) 2009, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).